Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose ranges from 47mg/dl to 280mg/dl. The customer reported that on rare occasion had low blood glucose at night while sleeping. The customer also reported unexplained non delivery alarm when customer tried to unscrewed the reservoir from the pump. The pump will not be returned for analysis.